Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 175 mg/dl. Customer received the alarm while changing the reservoir. Customer performed a 5.0u fixed prime, but the insulin did not exit. Customer pushed the insulin slowly through the tubing and the insulin exited. Customer was advised that the pump was working as designed. Customer's wife called back to verify that the bolus that was given to her husband was administered. Bolus was confirmed and caller was advised to wait for at least an hour before checking the customer's blood glucose level. No further assistance needed.